Manufacturer narrative:
G4:18mar2021. B4:20mar2021. Failure analysis on the returned power switch panel assembly shows that the panel switch panel was tested and shows the ac (amber), power on (green), and alarm (red) led trace was found broken that created the led not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14oct2020.

Event description:
The customer reported alarm light emitting diode (led) failed. The service technician confirmed error code consistent with alarm led failure was confirmed by operational check and occurrence record of the error was also confirmed in the error record. The issue was found when periodic maintenance 1 was performed and also indicated illumination failure in the green/orange power led was confirmed. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The power switch overlay mounting alarm led and power led was replaced. No other abnormality was confirmed. The following parts were replaced for periodic maintenance 1: oxygen inlet filter, air inlet filter and cooling fan filter. The unit was checked overall, cleaned, run in tests and functionally tested.